Event description:
The customer was hospitalized for low bgs. It was informed that the customer was running high and treated bgs with too much insulin. The customer was disconnected during the rewind and prime. The insulin concentration was correct. Troubleshooting was performed. The programming and histories on the pump were accurate. Suggested to the customer to call the doctor to discuss possible causes of low bgs. Explained to the customer that the pump is operating as designed and does not need to be replaced. However, the customer insisted having a replacement. A few days later, dmc called with pump downloaded. The dmc indicated that the pump shows normal functions. Also it was informed that the customer was involved in a car accident and admitted to the hosp.